Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-jan-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6441618) was pushed to go through the y-connector and advanced in the microcatheter, the physician felt resistance and the stent could not be advanced further. It was retracted slightly and was found to be released in the microcatheter. The physician then removed the stent and the concomitant microcatheter to change to devices to compete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441618. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The purpose of this MDR submission is to report the investigational finding of the returned device. Conclusion: the healthcare professional reported that during the procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6441618) was pushed to go through the y-connector and advanced in the microcatheter, the physician felt resistance and the stent could not be advanced further. It was retracted slightly and was found to be released in the microcatheter. The physician then removed the stent and the concomitant microcatheter to change to devices to compete the procedure. There was no report of any patient adverse event or complication. It was reported that additional information related to the procedure and the reported device issue are not available. If additional information becomes available and is received at a later date, this file will be updated accordingly. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. It was observed that the complaint device was returned with the introducer, the stent, and the delivery wire separated. The components were found in good, normal condition. There were not damages, no anomalies observed on the components of the returned device. Functional evaluation could not be performed as the stent component was returned already in a deployed state. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441618. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue documented in the complaint is that the 4.5mm x 28mm enterprise® (vrd) was pushed through the y-connector and advanced in the microcatheter but the physician felt resistance and the stent could no longer be advanced further. When the stent was slightly retracted, it became released in the microcatheter. The returned device had the stent component already deployed, therefore, functional evaluation as related to the resistance reported could not be performed; the reported issue related to the encountered resistance could not be confirmed through functional testing. In addition, information regarding the concomitant microcatheter is not available and the device was not included with the returned device, as a result, contributing factors to the reported resistance issue cannot be determined. The reported issue that the stent became prematurely deployed is confirmed based on the visual inspection; the stent component was returned deployed and without the microcatheter. It can be reasonably suggested that the premature deployment may have occurred before the stent was fully introduced in the microcatheter, which allowed the user to remove it from the microcatheter. Based on the limited information, a root cause cannot be assigned / determined. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.